Event description:
On (B)(6) 2020, the lay-user/patient contacted lifescan (lfs) USA, alleging that his unspecified onetouch meter read inaccurately high compared to his feelings and/or normal readings. The complaint was classified based on the customer care agent (cca) documentation. The patient reported that the alleged meter inaccuracy began on (B)(6) 2020 at 12:00 am. The patient reported obtaining an inaccurate high result with the subject meter however the exact result was not provided. The patient manages his diabetes with insulin (self-adjuster). The patient denied making any changes to his usual diabetes management regimen as a result of the alleged issue. The patient reported developing symptoms of "sweating and shaking on (B)(6) 2020, after the alleged issue began. The patient claimed he drank (B)(6) as self-treatment for the symptoms. Replacement products were sent to the patient. This complaint is being reported because the patient reportedly developed symptoms suggestive of a serious injury adverse event after the alleged product issue began. The subject meter could not be ruled out as a cause or contributor to the event.